Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
The hardware reset was caused by a depleted battery. It is believed that the depletion was normal based on how the device was used in the field.

Manufacturer narrative:
There was accelerated battery depletion that occurred in 2008. The cause of the accelerated battery depletion was not determined.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient was feeling sluggish. When the patient presented to the clinic, his pulse was in the 30s. The device was found to be in hardware reset with tachy therapy off. The device was replaced.